Event description:
Information was received that the cadd solis vip pump had a system fault error. No reported adverse effects.

Manufacturer narrative:
Received additional information on (B)(6) 2019 indication there were no adverse effects to the patient due to the reported event. Device evaluation summary: one cadd solis vip pump was returned for evaluation. The customer stated problem was verified. The root cause was attributed to faulty mp board.